Manufacturer narrative:
Patient outcome is not provided by reporter. Migration is labeled in the IFU. No product or images were returned to assist in the investigation at this time. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. In addition, the IFU's for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, patient sizing , deployment procedure, patient follow-up guidelines, etc. In particular , the IFU states to remove the ipsilateral limb trigger-wire release mechanism before docking the top cap. By report, the user attempted to dock the top cap before removing the distal trigger wire. This resulted in upward migration of the mainbody graft and the renal arteries were covered. Stents of another manufacturer were deployed in the sma and the left and right renal arteries. Additional stents were implanted after the procedure because of thrombosis. Patency was confirmed after intervention. The user did not follow the deployment sequence described in the IFU, resulting in migration/inaccurate deployment. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair and the procedure was conducted as labeled. After deploying the ipsilateral limb of the main body, top cap was withdrawn before withdrawing a trigger wire. Because of this, the main body migrated upward (1.5 stent) and the graft sealed a gate of left and right renal arteries. To solve the problem, other manufacturer's stent was placed in superior mesenteric artery (sma) and right and left renal arteries. Moreover, zenith iliac leg was also additionally placed in right and left common iliac arteries. Angiography confirmed that patency of sma and right and left renal arteries is maintained. There was no endoleak observed from legs. Additional information on the same day ((B)(6) 2011): after the procedure, the patient condition suddenly changed. It was confirmed that sma and right and left renal arteries were stenosed, then procedure was conducted with brachium access with 6fr shuttle, 90cm. "Express" was additionally placed in sma, and "luminexx" in right renal artery, "express" were additionally placed. Patency of sma and right and left renal arteries was confirmed, then the physician decided to take a wait-and-see-approach.